Event description:
On (B)(6) 2014 at the (B)(6) hospital it was reported that there were large quantities of air being sucked into the venous line and the bo-02971 vhk 71000 venous reservoir from lot number 92119954 during pulsatile priming. The air was observed to be coming from the venous temperature probe on top of the venous inlet. The user tried to correct the problem by tightening the luer lock of the temperature probe but this did not resolve the issue. Eventually they removed the temperature venous probe and replaced it with a plug. Problem was solved: no air entry any more. Bypass surgery was started without further problem. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was visually inspected in the laboratory and it was determined that there was a crack in the venous temperature probe and the crack was the reason for air entering the reservoir. (B)(4).